Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported unstable stent was able to be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5x15 mm xience alpine stent delivery system, when the protective sheath was removed without resistance, the stent shifted (misaligned) on the balloon. Reportedly, the physician treated the device as usual and did not apply any force during removal of the protective sheath. The device was not used and there was no patient involvement. No additional information was provided.